Event description:
A customer from (B)(6) alleged false positive result of sars-cov-2 with the cobas® sars cov-2 qualitative assay for use on the cobas® liat® system. Customer stated; result was reported to the patient as positive for sars-cov-2, even though according to the pcr-curve the result looked negative when comparing it to the result for influenza a and b. The sample was retested on cepheid genexpert system and it was negative for sars-cov-2. Patient was put in isolation and then released after a negative result on cepheid genexpert system. Data review indicates the alleged discrepant result was generated on 14th of march and the only positive scfa-result reported on this day was during run #349. No harm was alleged. Investigation is on-going. A supplemental MDR will be filed upon the conclusion of the investigation.

Manufacturer narrative:
An investigation is currently ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(6). (B)(4).

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).